Event description:
It was reported that pt was on sling in her wheelchair in transfer from wheelchair back to bed. The upper right portion of sling gave way, pt fell injuring her head - bump and she has a sore shoulder. Sales rep to go to facility to take pictures, evaluate and inspect equipment (sling & lift). Sales rep to make arrangements with administrator about the facility visit.